Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
This pi is for the revision due to infection. While reporting an intra-op event, the rep reported the following: procedure: revision knee for infection. I&d of knee with ts insert removal and exchange for new ts insert.